Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported during the PICC flushing phase, there is difficulty in infusing and aspirating. There is also slight dripping from the insertion point. It is decided to retract the PICC by a few cm, suspecting a kink in the subcutaneous tissue, but at 4 cm, cracking is noticed, resulting in the leakage of the infused solution. Haematology patient, has undergone, from the day of implantation to today, one transfusion and one immunological therapy (brentuximab) through the PICC. Today he should have undergone the second administration of therapy today, but this was not possible due to the problem that arose. To ensure the patient's therapeutic pathway, a peripheral vein was cannulated in the right forearm. The patient did not suffer any significant damage, but only had to continue treatment via a peripheral venous catheter to avoid interrupting the therapeutic process.